Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stopped working last night. Customer changed the infusion set and reservoir yesterday. Customer stated that while rewinding the pump, it sounded different. When priming the infusion set, the insulin was squirting out. Customer inserted a new battery and performed the self test. The pump passed the self test. Customer's blood glucose was 14 mmol/l before going to bed. Customer did a correction with the pump and woke up with a blood glucose level of 26 mmol/l and ketone of 1.5. Customer disconnected from the pump and connected to a back-up pump. Customer tried to use another infusion set and reservoir. Customer stated that it primed fine but when she tried to give 5 units, the insulin would not come out. Customer did not receive any alarm. Customer stated that all of her settings are in the pump and the pump also passed the displacement test. Customer was advised that the pump will be replaced.